Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, stent damage occurred. A 2.25 x 20mm promus element plus stent was selected to treat the lesion. During the procedure, stent was unable to cross and it was found to be broken.

Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, stent damage occurred. A 2.25 x 20 mm promus element plus stent was selected to treat the lesion. During the procedure, stent was unable to cross and it was found to be broken.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter was returned in two sections due to a hypotube break 20cm from the manifold strain relief. The hypotube was furthermore severely kinked at various locations. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).